Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported hospitalization due to high blood glucose. Customer reported two events. The first event had a blood glucose reading of 500 mg/dl. Customer was nauseous, dizzy, headache and dehydrated. Customer stated that she was given steroids for allergies. Diagnosed hyperglycemia and dehydration. Hospital treated with IV fluids and insulin. The second event had a blood glucose reading of 289 mg/dl. Customer experienced nausea, headache and dehydration. Diagnosed hyperglycemia and dehydration. Hospital treated with IV fluids. No insulin given this visit. The current blood glucose reading is 367 mg/dl. Customer treated with manual injections.